Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the user did not perform a master reset of the video system center (cv-190) that was connected to concomitant device (cv-1500). This prevented the cv-1500 from working properly. Also, the 180-system scope could not be used because of the failure of the videoboard. These factors may have taken time to replace the device, leading to delayed procedure. Furthermore, the failure of the video board was likely caused by the failure of the video substrates. Since this event occurs when the 180-system scope is used, it is likely that the patient-board set failed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The serial number of the device referenced in this report is unknown. The device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The user facility reported to olympus that the evis exera iii video system center was installed on top of the evis x1 video system center as a hybrid system to use the evis exera ii ultrasound gastrovideoscope for an endoscopic ultrasound-guided fine needle aspiration. Before the procedure started, the lamp/light would not turn on despite several troubleshooting attempts by the nurse, which included disconnecting and re-connecting the scope, checking the output on the monitor, and checking for loose cables. The patient, who had just been under sedation, exhibited difficulty breathing and severe apnea at this time. Consequently, the patient was re-intubated and placed under heavier sedation, which took about 10 to 15 minutes. A field service engineer advised to do a master reset of the evis exera iii, but the nurse found it difficult to do so. The nurse attempted to use another video system center, but this was one had a faulty videoboard causing no image when a scope is connected and could not be used. The procedure was eventually completed using a similar device after about a 45-minute delay. The patient remained in stable condition under extended sedation. There was no further harm or user injury reported due to the event. (B)(6) reports the evis x1 video system center. (B)(6) reports the evis exera iii video system center. (B)(6) reports the evis exera ii ultrasound gastrovideoscope. (B)(6) reports the second evis exera iii video system center from the emergency stack.